Manufacturer narrative:
(B)(4). The device was not returned to manufacturer. Without receipt of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a pericardial patch that was received with the tamper evident seal not intact. The device was not used, there is no reported patient involvement. The device has not been returned for evaluation.

Manufacturer narrative:
Device evaluation summary: as received, the shrink wrap seal had a tear of approximately 40 mm. The tear started at the perforated location and tore diagonally. The patch was received in the original jar and shelf box with tag alert indicating "ok." No inconsistencies were seen on the patch . Results: operation context related to the operators technique or use environment. Additional manufacture narrative: the reported device was returned to manufacture where the reported torn seal was confirmed. The IFU instructs the customer that ¿before opening, the container should be carefully examined for evidence of damage (e.g., a cracked container or lid), leakage, and broken or missing seals. Caution: pericardial patches from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was received and evaluated.